Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found however, the visual impsection revealed that the connector pin was bent as well as the stylet.

Event description:
It was reported during the implant procedure, that the helix did not work properly. The lead was not implanted. No patient complications have been reported as a result of this event.